Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and magnet application did not produce tones. The patient indicated that there has been no exposure to radiation or MRI. Troubleshooting for proper programmer function was tried, but the device still could not be interrogated. A boston scientific technical services (ts) consultant recommended trying another programmer, and various magnet techniques to produce tones. It was recommended that if still unable to interrogation or get tones, the patient should be considered unprotected and the device should be replaced. No adverse patient symptoms were reported.